Event description:
It was reported during implant, the helix seemed to require more torque than usual. When the lead needed to be repositioned, the helix would not retract. The lead was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer tubing was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the lead appeared damaged at implant and the lead was stretched. The analyst noted that the helix cannot extend and retract due to distal conductor distortion within the connector.